Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the hospital and they did an interrogation of their device to see why the patient was shocked. The interrogation report indicated the device delivered a possible inappropriate therapy for atrial arrhythmia with rapid ventricular response rate. The device remains in use. No further patient complications have been reported as a result of this event.